Event description:
On (B)(6) 2013, the patient contacted animas for an unrelated issue and during the call mention that "a few years ago" she experienced a low blood glucose (bg) of 30mg/dl as a result of delivering too much insulin. The patient could not recall details of the event and stated that she was able to self-treat with soda or juice. This complaint is being reported due to the allegation that the patient experienced hypoglycemia while using insulin pump therapy due to over-delivery of insulin and the reason for over-delivery is unknown.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully paired with the test meter. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within the required specifications. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.